Event description:
It was reported that the patient with this pacemaker was evaluated for device optimization. During testing on a treadmill, the patient was pacing and sensing as programmed, however, when reinterrogated after optimization, the sensor line did not match the paced rate. Boston scientific technical services (ts) suggested to re interrogate to determine sensor data. Additionally, it was noted this device stored a false positive signal artifact monitor (sam) episode due to electromagnetic interference (emi). As a result, the minute ventilation (mv) feature was disabled. No adverse patient effects were reported. At this time, this device remains in service.